Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing of the ventricular pace causing pacemaker mediated tachycardia (pmt) episodes.